Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. The device was evaluated, but the repair of the device is still in-progress.